Event description:
It was reported that the pt experienced a shocking sensation. The lead impedance measurements were normal. The neurostimulator had some "gunk" near the connectors in the tube where the wire connects to the neurostimulator. The healthcare provider confirmed that the pt experienced a new pain and shocking sensations. The neurostimulator was replaced with no surgical complications.